Event description:
Customer reported the output level exceeds limits. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended.